Manufacturer narrative:
Batch review performed on (B)(6) 2021. Lot 185587: 125 items manufactured and released on 4-oct-2018. Expiration date: 2023-09-23. No anomalies found related to the problem. To date, 104 items of the same lot have been sold without similar reported event.

Event description:
4 days after the primary surgery the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.